Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united arab emirates on 16-june-2024, patient complained about adhesive issue due to tape not sticking during shower. The infusion set was in use for less than 24 hours. No further information available.